Event description:
It was reported that the biomed unable to fill reservoir in an arctic sun device. Confirmed nothing attached to fluid delivery line (fdl) and biomed did not hear the pump turn on. Per follow up information received via task on (B)(6) 2025, spoke with biomed who confirmed replacing the circulation pump onsite with a pump ordered from part source. The device was currently working without issue and was returned to the floor.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed circulation pump. Per follow up information received via task on (B)(6) 2025, spoke with biomed who confirmed replacing the circulation pump onsite with a pump ordered from part source. The device was currently working without issue and was returned to the floor. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Dfmea (B)(6), revision 16 was reviewed for this investigation. The reported event is addressed in step/item #s d175. This failure falls in a low residual risk region. The severity/effects of this complaint were addressed within the dfmea. Potential causes were identified and reviewed. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed unable to fill reservoir in an arctic sun device. Confirmed nothing attached to fluid delivery line (fdl) and biomed did not hear the pump turn on.